Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges that the patient underwent revision surgery on (B)(6) 2014. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges that the patient underwent revision surgery on (B)(6) 2014. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2007 ¿ patient was diagnosed with umbilical hernia thereby underwent open repair with ventralex mesh. Per operative notes, ¿hernia sac was identified and dissected free from surrounding tissues and hernia sac was amputated from the defect. A ventralex mesh was placed within the abdomen and sutured.¿ (B)(6) 2014 - patient was diagnosed with small bowel obstruction and infected mesh thereby underwent open repair with mesh removal. Per operative notes, ¿the previously placed mesh was seen stuck with omentum. There was some purulent fluid around the site of infection. The adhesions of the anterior abdominal wall was lysed and partial obstruction with abscess was identified and taken down. The mesh was removed and sutured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.